Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp support was initiated via femoral access in a 71-year-old female presented with acute myocardial infarction and cardiogenic shock, with a history of prior coronary artery bypass graft surgery, known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support and underwent mechanical circulatory support via femoral access. During patient assessment, oozing from the nasal passage and ecchymosis were noted while partial thromboplastin time levels were subtherapeutic, and anticoagulation therapy was placed on hold as part of clinical management. The impella cp will be coded for access site bleed, major bleed, and hemostasis. Bleeding is a known risk associated with large-bore vascular access and femoral insertion as described in the instructions for use. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient survived.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.